Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, there was contamination on the battery board. The cause of the inability to charge the battery pack is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was unable to charge the battery packs.